Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was continued by using another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up even after 3 restarts. Upon troubleshooting, fse found the large screen pc software crashes. Fse reinstalled the system and software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not startup, stalling at 00:00. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.